Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump also moisture damage on the motor, battery tube, keypad assembly, and vibrator assembly. Unable to perform the full functional testing due to the blank display. No unexpected constant vibrate alert noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump stopped working. While in his pocket the insulin pump counted up, vibrated, and nothing happened. Customer's blood glucose level was 290 mg/dl. The insulin pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.